Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post implant procedure the atrial lead was observed to have dislodged. Repositioning procedure was performed in which helix extension issues presented. A new lead was eventually used to complete this procedure. No further adverse patient effects were reported. This lead is not expected for return and analysis. Should additional information become available an updated report will be provided.